Event description:
Clinical specialist (cs) contacted technical solutions to report a pump explant due to physician alleging over infusion volume discrepancies. Cs stated that multiple times they expected to get back 5-10ml of drug during refill and got back 0ml. A cap procedure was performed and clear fluid was received back. No patient symptoms were alleged.

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.300 mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. The pump was able to prime at ambient temperature, but not at 37°c. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 1 day. The dispensed volume was 1.137 ml (57 %) of the expected volume. As the alleged issue of overinfusion was not observed, and instead the opposite was observed, the allegation was not confirmed. Internal complaint number: (B)(4).